Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only single-use, disposable t:slim cartridges. The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer refilled and/or reused the cartridge. Customer continued to use the existing cartridge for insulin therapy. There was no reported adverse impact on customer's blood glucose level.